Event description:
The customer reported to customer service that there were sparks coming from the pump in style device.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to retrieve the product and get add'l complaint info were unsuccessful. The product involved in the complaint has not been received for testing/analysis. Therefore, no conclusion can be made as to the cause of the event. However, the customer reported that the pump in style device was sparking, which is a safety risk. Complaints against this product will continue to be monitored. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed.